Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered as the patient was not cycling the cartridge.

Event description:
On (B)(6) 2013, the patient¿s mother contacted animas and alleged the following: the pump is emitting loss of prime alarms and patient¿s blood glucose(bg) has been up to 500 mg/dl due to these alarms. The patient ¿felt funny¿ but denied ketones or other symptoms; treated by bolusing via pump after repriming , but did not change cartridge. Customer support (cs) found that the patient was possibly not cycling cartridge prior to filling. Cs advised to change cartridge and cycle prior to filling; monitor bg and contact cs as needed. This complaint is being reported as the patient experienced hyperglycemia related to the possible use error of not cycling the cartridge prior to filling.